Event description:
Pt was not receiving proper effect of medications. Medication dose increased without improvement. Medication pump tested and found to be not functioning. Pump surgically replaced on 7/15/1998.